Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2002, product type: catheter. Product ID: 8840, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
It was reported that, when getting assistance programming a bridge bolus, the healthcare provider (hcp) noticed a ¿pop-up¿ that stated that the pump tubing and catheter volume were ¿out of range¿. The total catheter volume was inputted as 0.000ml. It was noted that when the old pump was replaced in 2011, the total catheter length or total catheter volume was not known, so a note was written in the notes section about this and no volume value was entered. The hcp elected to use 0.14ml as the total catheter volume. The old records were checked but nothing was found. The hcp would give the patient oral baclofen if needed. The device system was used to deliver baclofen. The old concentration was 2000mcg/ml at 766.5mcg/day and the new concentration was 3000mcg/ml at 766.5mcg/day. The total drug volume was 0.339ml. The amount of the bolus was 678mcg with a bolus duration of 21 hours and 14 minutes.